Event description:
A tech reported there was no power to the laser during a vitrectomy procedure. The procedure was completed with an alternate system. There was no patient harm. It was determined that this was a result of user error. The emergency stop button had been pushed inadvertently.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).